Event description:
Additional information was received from saol therapeutics/propharma group on 22-jun-2020 at which time is was reported that the indication for the lioresal use was spasticity. It was noted that the itching began 1-2 weeks ago and resolved on (B)(6) 2020. The increased spasticity was noted to be ¿stable, unchanged¿. The medical evaluation noted that the patient had itb (intrathecal baclofen) withdrawal which was resolved by the time the patient was seen as an outpatient on (B)(6) 2020. During the side port access on (B)(6) 2020, they were unable to withdraw. The patient was being treated with oral baclofen. It was noted that the patient was hospitalized from (B)(6) 2020 to (B)(6) 2020 for the itb withdrawal. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-jun-2020 from a healthcare professional (hcp) via a company representative who reported that the neurosurgeon decided to try orals (baclofen). With regards to the status of the devices, it was noted that the device was over six years old and was still implanted. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# b005592n04, implanted: (B)(6) 2003, product type catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 800 mcg/day) via an implanted pump. It was reported that the patient was itchy and experiencing a lot of increased spasticity. At the pump refill there was a reservoir volume discrepancy. The expected reservoir volume was 9 cc and the actual reservoir volume was 18 cc. The patient had been on oral baclofen since last thursday (B)(6) 2020). Per the reporter, the patient also had osteomyelitis and ulcers which could make the intrathecal baclofen therapy symptoms worse per the hcp. The issues began in (B)(6) 2020. It was noted that the patient was a very poor historian. There had not been a therapeutic single bolus dose programmed that would be safe for the patient to confirm a response from that and there had not been a cpk level done so they did not know if it was elevated or not. The patient was admitted and wanted to go home, but they did not think the patient should go home with the issues at hand. It was believed that there may be a catheter issue, so they were inquiring about next steps. The reporter believed that there may be a revision done soon. The reporter was planning to confer with the hcp. No further complications have been reported as a result of this event.